Event description:
Animas insulin pump 1250. This device, an insulin pump is critically important to a diabetic. Unfortunately, my pump has failed, and had to be replaced, twice within the last four years. Animas corp maintains that the device should last four yrs and has offered no explantation for the failures. The pump carries a four-year MFR warranty. The original pump was purchased in (B) (6) 2006. That pump lasted only 9 months, until (B) (6) 2006. A replacement pump lasted for another year and a half, until (B) (6) 2008. This second pump was then replaced with a third. The third pump is now failing, after a little more than a year and a half of use. Three pump failures within such a short period of time raises a concern about the adequacy of the MFR's testing and labeling. An unexpected insulin pump failure can lead to a serious diabetic reaction or worse.